Event description:
It was reported that a stent dislodged and became damaged. A 3.00 x 32mm synergy xd was used for treatment, but the stent had stripped off the balloon and accordioned onto the guide. It was noted that it took a bit of work, but the stent was able to be safely removed without patient harm. The procedure was completed and no patient complications resulted in relation to this event. It was later clarified that the stent damage occurred while inside the patient. The stent never came off of the balloon, but it accordioned onto the balloon and bunched up on a third of it. It was noted that the stent partially became loose, not off, and was unable to cross. When attempts were made to remove, the device accordioned at the guide. No resistance was felt while removing the stent protector. There was no difficulty advancing the device in the guide catheter and there was no difficulty advancing the device over the wire. No other devices were present in the vessel. No patient complications resulted in relation to this event.

Manufacturer narrative:
Correction: h6: from: device dislodged or dislocated (2923). To: failure to advance (2524).

Manufacturer narrative:
A synergy xd mr us 3.00 x 32mm stent delivery system was returned for analysis. The device was returned inside a guide catheter with the hemostatic valve attached. The stent was exposed at the collar of the guide catheter. An 0.0140 inch guidewire was attached to the device. A visual examination of the stent found the entire stent bunched distally, and the stent was moved distally on the balloon. The outer diameter was unable to be measured. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. No issues were noted with the manifold or strain relief. The manifold was cut approximately 5mm distal to the strain relief to allow the device to be removed distally from the guide catheter due to the stent being damaged at the collar of the guide catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent dislodged and became damaged. A 3.00 x 32mm synergy xd was used for treatment, but the stent had stripped off the balloon and accordioned onto the guide. It was noted that it took a bit of work, but the stent was able to be safely removed without patient harm. The procedure was completed and no patient complications resulted in relation to this event. It was later clarified that the stent damage occurred while inside the patient. The stent never came off of the balloon, but it accordioned onto the balloon and bunched up on a third of it. It was noted that the stent partially became loose, not off, and was unable to cross. When attempts were made to remove, the device accordioned at the guide. No resistance was felt while removing the stent protector. There was no difficulty advancing the device in the guide catheter and there was no difficult advancing the device over the wire. No other devices were present in the vessel. No patient complications resulted in relation to this event.

Event description:
It was reported that a stent dislodged and became damaged. A 3.00 x 32mm synergy xd was used for treatment, but the stent had stripped off the balloon and accordioned onto the guide. It was noted that it took a bit of work, but the stent was able to be safely removed without patient harm. The procedure was completed and no patient complications resulted in relation to this event.